Event description:
Procedure: gastrectomy. According to the reporter: during, the case, firing stopped in the middle. All staples were fired. An add'l small resection was done and another device was used.

Manufacturer narrative:
(B)(4).